Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed calibration. The device keeps giving the message that it needs calibration. The tech recommended setting up the unit or repair services, then confirmed level one price for repair. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed calibration. The device keeps giving the message that it needs calibration. The tech recommended setting up the unit or repair services, then confirmed level one price for repair. There was no patient involvement.